Manufacturer narrative:
The device is expected to be returned to boston scientific for analysis. An updated report will be submitted upon return and completion of analysis.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had died. It was reported the device had reached elective replacement indicator (eri) at a follow-up, and that the device had reached end of life (eol) prior to the patient's death based on the coroner's approximate date of death. There was concern that the device may not have been pacing at the time of death. The patient was pacemaker dependent. The device was explanted.